Manufacturer narrative:
The event of lymphoma-alcl-suspected is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation is patient began feeling dizzy, weak and implant began to hurt and was later diagnosed with alcl. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient representative reported the patient began feeling dizzy, weak and implant began to hurt and was later diagnosed with alcl. Oncologist took tissue samples and removed her lymph nodes and confirmed the patient was suffering from alcl. This record is for an unknown side. Device was explanted.